Manufacturer narrative:
Device evaluation summary: during preventive maintenance by service technician, it was observed that bio-console 560 had error codes 4, 5, 6, 7, 8, 9, 25, 31, 42, 43, 63, 64, 65, 66, and 98 all found in the error log (routine errors). Found the system controller had a defect and also found that the batteries were overdue for replacement. Issue was resolved by cleaning the unit, replaced the system controller module , batteries x2, fan filters. Preventive maintenance was performed as per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During preventive maintenance by a service technician this bio-console 560 controller instrument had an error codes issue, system controller was defected and the batteries are overdue. This was detected during service so there was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Additional information b5: medtronic received additional information stating that there was no known damage to the instrument. After power on, within 1 to 2 minutes a strange noise was heard from the system controller board. An abnormal electrical event did not occur. Medtronic received additional information that the batteries were replaced because they had met their lifespan and there was no issue with the batteries. The service technician stated that the defect in the system controller board would not have resulted in a power or flow issue. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Correction d5 (oper of dev) <(>&<)> d5.1 (oper.device(other)): these fields have been updated. Correction e phone number, e2 (hcp?) <(>&<)> e3 (occupation): these fields have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.